Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that there was blood on the distal conductor of the lead and it was obstructed. The analyst noted that the lead was returned without the stylet. Stylet test was performed using a stylet sample. The stylet passed through the coil lumen and couldn't go any further at distance 53cm. Destructive analysis was performed, blood obstructed in coil lumen was observed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the right atrial (ra) lead the physician experienced lead positioning and fixation difficulties. It was also reported that the stylet was unable to advance through the lumen. The ra lead was removed and replaced. No patient complications have been reported as a result of this event.